Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. It was reported that heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The patient¿s outcome was not considered to be device-related, and the device reportedly operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late), neurologic dysfunction, hepatic dysfunction, renal failure, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away due to cardiogenic shock. Additional information stated that the patient presented to the emergency department (ed) on (B)(6) 2023 with complain of abdominal pain/distention, bloody stool, reduced oral intake, and delirium. In the ed, the patient was noted to have mild hyperkalemia, acute kidney injury (aki), and elevated liver enzymes. Computed tomography (CT) of abdomen/pelvis was done. The patient was given a 500 ml normal saline (ns) bolus, and gastrointestinal (gi) was consulted. Ultrasound (us) of the abdomen did not show any obstruction or dilation, so it was felt risk of endoscopic retrograde cholangiopancreatography (ercp) outweighed benefit. Renal function continued to deteriorate, and the patient became oliguric and volume overloaded. Discussions were held regarding potential dialysis, but it was thought to be a temporary solution that the patient may not tolerate. Palliative care was consulted, and after discussions amongst family and all team members, decision was made to pursue comfort care. Family and patient requested that their left ventricular assist device (lvad) to be turned off. The patient passed away on (B)(6) 2023. The death was not considered to be device related. The device operated as expected.